Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from the adapter/luer connection during use. The following information was provided by the initial reporter: material no.: 383536 batch no.: 8337761. Tube disconnecting from the needle port.

Manufacturer narrative:
H.6. Investigation summary: received one 20ga nexiva catheter-adapter extension set with no packaging material.a review of the device history record revealed no irregularities during the manufacture of the reported lot. The extension tubing of the unit received was disconnected from the winged adapter. No traces of adhesive were observed on the extension tubing. No traces of adhesive were observed outside of the adapter port. Conclusion: the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019. The lot under this investigation was manufactured before the completion of the CAPA action items, therefore no additional corrective action is warranted at this point.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from the adapter/luer connection during use. The following information was provided by the initial reporter: material no.: 383536 batch no.: 8337761. Tube disconnecting from the needle port.